Manufacturer narrative:
This incident occurred outside the united states: info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion device display was incomplete, and the right side of the display was unreadable. Infusion device was replaced and requested for evaluation. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. No additional info was available.